Manufacturer narrative:
The pod was received in the not deployed position. During opening of the device, the needle mechanism deployed the soft cannula. Removal of the top housing showed slide insert and slide retract in their intended deployed positions. The download data from the pod showed timeouts and a drive stall during priming. This drive stall prevented the firing flat of the ratchet gear from fully lining up with the release bar before the end of the second priming sequence. Since the drive stall was brief, this resulted in the pod being a small number of pulses away from deploying prior to receipt of the device, resulting in the ratchet gear shifting slightly and deploying during opening. The drive stall prevented the device to deploy properly. Inspection of the leadscrew found brass shavings. No damage was observed to the threads of the leadscrew. As no extra resistance was noted during rotation of the ratchet gear, and the rerun did not reproduce the drives stall, it could not be concluded if the brass shavings contributed towards the reported symptom code. Inspection of the commutator cap found contamination on the commutator cap. The origin of the contamination could not be determined. However no rotational senor errors were noted, in the original and rerun data. Therefore it was concluded that the found contamination did not prevented the deployment of the device.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy. Pod was not worn.